Manufacturer narrative:
The reported event was unable to implant. As received, a complete lead was returned for analysis with the helix retracted and clogged with blood / tissue. Visual and x-ray examination of the lead did not find any anomalies. After cleaning and applying torque directly to the connector pin, the helix could be extended and retracted. The full helix extension length was measured within specification. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
During implant procedure, the right ventricular (rv) lead was unable to be implanted. A new rv lead was successfully implanted. The patient was stable.